Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h2, h3, h6, h10. X-rays were received, however, the complaint is unable to be confirmed. X-ray review demonstrated that single ap film of the right hip demonstrate asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. Screw fixation is present. Rounded lucency along the inferior acetabular cup could represent evidence of osteolysis. Right femoral stem is intact. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has been indicated for a revision procedure due to poly wear. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.